Event description:
Boston scientific received information that during a replacement procedure when connecting the previously implanted leads to this new device intermittent pacing was noted and impedances were out of range. When testing the leads with a pacing system analyzer (psa) all values were normal. A new competitor device was implanted. This device will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis, this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.